Event description:
Customer reported driving into the pool with the insulin pump and receiving a battery out alert. Customer also stated that the act button on the insulin pump is unresponsive. Customer's current blood glucose reading is 247 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to moisture damage on keypad traces. No unexpected battery out limit alarm noted. Unable to test the operating currents due the unresponsive buttons. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and moisture damage on the electronic and motor assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.